Event description:
It was reported the implantable neurostimulator (ins) had impedances reading >20,000 ohms on contacts 0 through 7. This issue was noticed prior to implant. The leads were connected to the ins and the 0-7 channel was very difficult to connect the lead into. Impedance tests run after the leads were connected showed the >20,000 ohm impedances. The impedance test was re-run with the same results. The leads were flipped from one channel to the other and it was again very difficult to insert the lead. The impedance test was run again and again showed impedances >20,000 ohms. The doctor used suction and a damp raytech to remove any tissue from the ins header block. The impedance test was run again with the same result. The leads were disconnected and plugged into a trialing cable and all the impedances came up between 800 and 1200 ohms on all electrodes. A second ins was used, the leads connected easily, and the impedance test showed all electrodes between 900 and 1200 ohms. The first ins was not implanted.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4). Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly. The ins passed functional testing. It also passed lead insertion testing into the connector ports, and showed normal impedance measurements when tested with known good leads in saline solution.